Event description:
The user facility reported that the catheter broke during a procedure. Follow up communication with the user facility reported: a medical staff member incised the patient's skin by a surgical knife to insert a dilator after placement of the catheter and wire; during the procedure a medical staff member found that the catheter was short and recognized there was a possibility that they might have damaged the catheter during the procedure; it has not been confirmed if the catheter tip remains in the patient's vein; and the patient had a chest and abdominal CT, echocardiography, fluoroscopy and electrocardiographic monitoring, but the broken piece of catheter was not found.

Manufacturer narrative:
The actual device was returned to the manufacturing facility and evaluated. Visual inspection confirmed that the catheter was broken at about 6mm from the hub and the broken piece of catheter (about 19mm) was not returned. Visual inspection under microscope found the following: the broken surface was smooth and the edge of the broken surface had a sharp shape; and there was another damage section of the catheter noted near the broken section. A review of the manufacturing and inspection records of detector for defects of catheter confirmed no product related problems. A review of the device history record confirmed that there were no production related problems for the past six months. A review of the complaint files confirmed that this product has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The user facility information and the evaluation results suggest that the actual device may have been broken by a sharp object. The device labeling does address the potential for such an event in the instructions-for-use by statements including: "be careful not to damage the catheter by forceps, and also not to damage the catheter by tip of the needle, scissors or other sharp object. If you do any of these, catheter might break and possibly risk of leakage and contaminating air. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).